Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora rx ptca balloon catheter and one resolute onyx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion in the mid left anterior descending (lad) artery. The nc euphora device was inspected with no issues noted. The lesion was pre-dilated. The nc euphora device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties occurred at the lesion site. The nc euphora was being used to post-dilate the resolute onyx stent, but, the balloon device would not deflate. The indeflator was changed, however, the situation did not change. The nc euphora had to be pulled back carefully and was removed with the guide catheter all together. The resolute onyx stent moved a little from its position. During the procedure the patient had an lad dissection, peri-procedure infarction and heart failure. No further injury was reported.

Manufacturer narrative:
Image analysis: procedural images confirm the presence of a previously deployed stent in the proximal to mid lad. This appears to have been the resolute onyx stent. The vessel was pre-dilated. After the multiple pre-dilations there appeared to be a vessel dissection from the proximal to mid vessel. This appears to have occurred prior to the inflation of the nc euphora balloon that did not deflate. On inflation of the nc euphora balloon air appeared to be present in the distal cone of the balloon. This may suggest that the inflation lumen of the nc euphora balloon was partially restricted resulting in the introduction of air into the balloon. The guide catheter was advanced into the vessel and the still inflated balloon was withdrawn from the vessel. There appeared to be difficulty re-wiring the vessel, but it was successfully achieved. There appeared to be a further point of dissection in the vessel wall at the level of the previously deployed stent. Further post dilation was completed within the previously deployed stent that had moved slightly ¿ confirming the reported migration of the resolute onyx stent. The focal point of dissection most likely occurred due to the movement of the stent. Post dilation was completed throughout the lad and finally the proximal lad and lm were post dilated. Additional information: event date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath of the nc euphora balloon. It was not difficult to remove the packaging stylette of the nc euphora balloon. It is unknown what concentration of contrast / saline was used. The balloon failed to deflate. Difficulties were not noted during inflation of the nc euphora device. Deflation difficulties were noted after the first inflation of the nc euphora balloon. A nominal inflation pressure of 12atm was applied. The nc euphora device was not moved or repositioned while inflated. The indeflator used was a non medtronic device. The nc euphora caused the resolute onyx to migrate a little bit from its position . After the resolute onyx migrated, it was post-dilated again in it¿s new position to secure the device. The resolute onyx remains implanted. No deformation was noted to the resolute onyx stent as a result of the migration. It was assessed that the dissection, peri-procedure infarct and heart failure adverse events reported were possibly directly related to the use of the nc euphora device but not the resolute onyx stent which had no issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.